Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the tip of palsa vac was easily to fell off and could not be used. The surgeon used another product. There was no harm or injury to the patient or the operator of the device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information.